Event description:
It was reported that bd insyte autoguard foreign matter that obscures label content. The following information was provided by the initial reporter: the printing is incomplete.

Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the samples and photograph submitted for evaluation. Bd received five sealed 24ga x 0.75in. Insyte autoguard units. Additionally, one photo was provided. A visual inspection discovered black splice tape on the back of 4 of the sealed units and one unit did not have the black splice tape but it did not have the print information in that same location. Your reported issue was confirmed. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to an operator error during the packaging process. The tape is used when a new roll of webbing is being installed. Splicing helps align and put the new webbing into the machine. Tape is put on the roll to signal the system to not fill the pockets at the spliced location. It is the operator¿s job to follow the splice through the machine to insure it travels through the machine as desired. The appropriate personnel have been notified and we appreciate you taking the time to bring this observation to our attention.